Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed air bubbles were within the canister of the cartridge after the cartridge had been loaded onto the pump. Reportedly, the customer uses apidra insulin within the cartridges. Tandem technical support advised against using off label insulin. There was no reported adverse impact to the customer's blood glucose level.